Event description:
It was reported that low po2 (partial pressure of oxygen) levels were observed during use of the fusion oxygenator with a flow of 5.5 lpm and a fraction of inspired oxygen at 75%. Gas lines and the blender were checked, and oxygen tanks were brought in to verify that was not the issue. The device was used to complete te procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of clots/fibrin. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results as reported below: ¿ 352 ml/min 02 xferc ¿ 242 ml/min co2 xferc ¿ 140 mm/hg delta pblood reason for the return was undetermined. Additional info h6: updated the annex b and annex c codes additional info d4: updated the serial number information additional info d9: device availability updated and device return date included medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.